Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer's blood glucose was 400mg/dl. The customer reported their sugar would go up, stating they work in a plant and sometimes they don't hear it. It is unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.